Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia for several hours while using an ilet system with a teflon 23-inch infusion set after a prior low glucose event and a missed dinner announcement; fingerstick measured 282 mg/dl and the highest reported glucose was 333 mg/dl. Symptoms included hyperglycemia without associated ketone testing, medical intervention, or acute complications. Outcomes included temporary loss of glucose control that later stabilized to 145 mg/dl without use of backup therapy or external assistance. Investigation included phone-based troubleshooting, confirmation of insulin delivery, tubing priming with visible drops, and replacement of the infusion site only; no device alarms were reported. Investigation of this case revealed no visible issues with the set, tubing, or connector, and the removed cannula was not bent, so the specific cause of the hyperglycemia could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.